Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the video connector electrical contact area; e216 scope communication error; water damage on the cable unit; water damaged in the main unit imaging; and holes in the camera cable. Based on the results of the investigation, the probable cause of the customer reported malfunction could not be identified. Based on the results of the investigation, water damage to the main unit and camera cable likely caused the internal charged coupled device to fail, leading to power issues, communication failure, and the occurrence of error e216. Based on the results of the investigation, it is likely that the perforation in the camera cable compromised its airtightness, allowing moisture to enter, which resulted in flooding of both the camera cable and the main unit imaging. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred at the beginning of an unspecified procedure.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a connection terminal malfunction. There were no reports of patient harm.